Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. During a routine follow-up it was noted that the patient had a proximal type ia endoleak. The stent graft had not migrated. On the previous CT scan, the ima was still pursuing the sac as a type ii endoleak. That has now occluded and the patient has a type I endoleak. The physician stated that the cause of the type I endoleak was neck dilatation. The following month aptus endovascular screws were implanted to fix the bifurcated graft to the aorta and then a cuff was placed. The cuff gave them an additional 5+ mm's. No clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4). Results: endoleak. Disease progression; neck dilatation. Anatomy related; type 2 endoleak. Conclusion: endoleak. Disease progression; neck dilatation. Anatomy related; type 2 endoleak.